Event description:
It was reported that during reprocessing the da vinci si mega suturecut needle driver instrument was noted to have a broken wire. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at wrist are undamaged. There was an indentation at the edge of the distal clevis post and this was most likely due to the rubbing of the cable before it broke. There were visible scratches on the surface of the pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.